Event description:
It was stated that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, it was stated that the insulin pump was exposed to several MRI, CT scans and xrays. It was stated that the customer had been experiencing low blood glucose levels ever since having those procedures. It was also stated that the customer has a brain tumor and had undergone various cancer treatments, all while wearing the insulin pump. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.